Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was over 200 mg/dl. Customer stated that her blood glucose readings were completely off. Customer stated that the pump was not dropped; it was only bumped against her body. Customer stated that there wouldn't be any damage caused by the rain. Customer inserted a new battery and the display did not return. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to a battery tube connector not being connected properly into the interface board. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.